Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study: same case as MFR# 6000093-2007-01114 and 6000093-2007-01115. It was reported that 521 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 was identified in the 2nd obtuse margin (om2). Target lesion 1 was treated with pre dilatation and stenting using a 2.50 x 24 mm taxus express 2 drug eluting stent. The lesion was not calcified with moderate tortuosity. Following post dilatation, residual stenosis was 0%. Target lesion 2 was identified in the saphenous vein graft (svg) to om2. The lesion was not calcified with moderate tortuosity. Target lesion 2 was treated with pre dilatation and stenting using overlapping 3.0 x 32 mm and 3.50 x 32 mm taxus express 2 drug eluting stents. Following post dilatation residual stenosis was 0%. The patient was discharged two days later on aspirin and plavix. Twenty-seven days later, the patient returned for a staged procedure. Target lesion 1 was identified in the distal right coronary artery (rca). Target lesion 1 was treated with pre dilatation and placement of a 3.50 x 32 mm taxus express 2 stent. Following post dilatation, residual stenosis was 0%. Target lesion 2 was identified in the mid rca. Target lesion 2 was treated with pre dilatation and placement of a 3.50 x 32 mm taxus express 2 drug eluting stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day and prescribed aspirin and plavix. Five hundred and twenty one days later, the patient was found to have a stent thrombosis. The stent thrombosis was reported as total, thrombotic occlusion of the proximal most segment (end-stent) of the svg to the left circumflex branch (lcx). The physician assessed the relationship of the stent thrombosis to the taxus express 2 drug eluting stent as unknown. The patient recovered from stent thrombosis two days later. The patient experienced a non-q-wave myocardial infarction (mi) in 2006. In the opinion of the physician, the mi was not related to the taxus stent or to the target vessel. Five hundred and twenty three days after the index procedure, the patient underwent an angioplasty to the 2nd om2 due to in-stent restenosis. The physician assessed the relationship of the tvr to the taxus express drug eluting stent as unknown. The patient was discharged two days later.